Event description:
In 2004, a model 305 aspirator failed to operate on high speed. An inspection of the device revealed a wire terminal had become disconnected from the battery pack. The wire was recrimped in the terminal and the terminal was attached to the battery pack, the device was tested to specifications and returned to the customer. No pt was involved at the time of the failure.